Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for thoracic endovascular repair of aortic dissections and aortic aneurysms . The stent grafts were customized into fenestrated stent grafts or implanted as part of a chimney procedure. The following events were reported: malfunction: type I endoleak migration false lumen filing.